Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal cardiac ablation procedure which included an octaray mapping catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. While using the octaray catheter through a vizigo sheath, when the octaray was removed from the sheath, the physician noticed a thin, hair-like piece of plastic hanging from octaray splines. They were unsure which device the material came from. They elected to exchange both catheter and sheath to continue the case. The physician noted some resistance when withdrawing the octaray back into the vizigo after mapping the left atrium (la). There was no obvious damage to either the octaray or vizigo. No adverse patient consequence was reported.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) mrn # 2029046-2023-02202 for product code d160903 (octaray mapping catheter), (2) mrn # 2029046-2023-02203 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Manufacturer narrative:
The photo analysis was completed on 13-oct-2023. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal cardiac ablation procedure which included an octaray mapping catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. While using the octaray catheter through a vizigo sheath, when the octaray was removed from the sheath, the physician noticed a thin, hair-like piece of plastic hanging from octaray splines. They were unsure which device the material came from. They elected to exchange both catheter and sheath to continue the case. The physician noted some resistance when withdrawing the octaray back into the vizigo after mapping the left atrium (la). There was no obvious damage to either the octaray or vizigo. No adverse patient consequence was reported. Photo analysis details: a picture was received for evaluation following biosense webster's procedures. According to photograph provided by the customer, a material was observed on the table, similar to a dark colored thread. A manufacturing record evaluation was performed for the finished device number lot 31051597l and no internal action related to the complaint was found during the review. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) mrn # 2029046-2023-02202 for product code d160903 (octaray mapping catheter); (2) mrn # 2029046-2023-02203 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 14-feb-2024. The device evaluation was completed on 21-feb-2024. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal cardiac ablation procedure which included an octaray mapping catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. While using the octaray catheter through a vizigo sheath, when the octaray was removed from the sheath, the physician noticed a thin, hair-like piece of plastic hanging from octaray splines. They were unsure which device the material came from. They elected to exchange both catheter and sheath to continue the case. The physician noted some resistance when withdrawing the octaray back into the vizigo after mapping the left atrium (la). There was no obvious damage to either the octaray or vizigo. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that two splines have damaged electrodes. The electrodes were observed dent and partially lifted. There were no internal components were exposed. No other issues were observed during the visual inspection. A manufacturing record evaluation was performed for the finished device 31051597l number, and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed. The resistance issue reported by the customer could be caused by the damage on the electrodes. Even though the foreign material reported by the customer was not returned for analysis, the damaged electrode could also cause the reported event. Inserting a catheter with a partially lifted electrode into a sheath could trigger the issue reported by the customer. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) mrn # 2029046-2023-02202 for product code d160903 (octaray mapping catheter) (2) mrn # 2029046-2023-02203 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).